Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 151mg/dl. Troubleshooting was performed. The caller stated that the insulin pump alarmed, and the drive support cap appears normal. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a flush/loose motor support disk. Unable to confirm the alarm.